Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the wire. A 1.5mm rotablator and rotawire- ic were selected for an percutaneous coronary intervention procedure in the right coronary artery (rca). During the procedure, the burr had run successful for seven or eight passes with no issue. During the eighth or ninth run in the proximal rca, the device made an abnormal noise and stalled. The device then became stuck on the rotawire and the physician could not remove it from the wire. The rotawire was gripped by the rotalink. The device was finally removed, and upon inspection of the device, it was observed that the plastic sheath of the burr inside the guide catheter was split. The procedure was successfully completed using cutting balloons, and no patient complications were reported.

Manufacturer narrative:
Initial reporter fax: (B)(4). Device analysis by MFR: the returned complaint device consisted of the rotalink burr catheter. The sheath is completely separated/torn 26cm from the strain relief. The burr catheter will not run with a test advancer due to the sheath tear. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the wire. A 1.5mm rotablator and rotawire- ic were selected for an percutaneous coronary intervention procedure in the right coronary artery (rca). During the procedure, the burr had run successful for seven or eight passes with no issue. During the eighth or ninth run in the proximal rca, the device made an abnormal noise and stalled. The device then became stuck on the rotawire and the physician could not remove it from the wire. The rotawire was gripped by the rotalink. The device was finally removed, and upon inspection of the device, it was observed that the plastic sheath of the burr inside the guide catheter was split. The procedure was successfully completed using cutting balloons, and no patient complications were reported.